Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the cause of the difficulty aspirating the pump was because it was suspected the pump was empty, and that the full amount, or nearly full amount, of medication was injected into the pocket on (B)(6)2017. The patient¿s appointment was on (B)(6)2017. Actions planned included saline would be aspirated from the pump, the reservoir would be filled with new medications under an x-ray, and the full system would be primed. A bridge bolus was done on (B)(6)2017 indicating that all previous medication would have been out of the catheter and pump tubing within four days, hence the full system prime. The patient was given oral medication to address their symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2017 during device follow-up. It was reported that surgical intervention did not occur and was unknown if it was planned. Patient status was alive - no injury. Patient medical history was back surgery via anterior approach on (B)(6) 2017. Patient weight was (B)(6) pounds. No further complications were reported. Additional information received on 2017-aug-14 from a health care provider (hcp) via the representative reported it appeared that drug might have been injected into the pocket versus the reservoir on (B)(6) 2017 during a refill by a nurse. The patient began to experience symptoms of overdose including nausea, dizziness, and weakness. The patient then began to experience symptoms of withdrawal including sweats and cold chills on or around [(B)(6) 2017]. The patient was given two shots of narcan to address overmedication on or around (B)(6) 2017. The patient¿s husband said the patient slept a lot after that. A representative was paged to interrogate the pump. To address under medication, the patient was scheduled for an appointment on (B)(6) 2017 with a doctor. The expected reservoir volume was 18.4 ml. The doctor was unable to aspirate more than a few drops of medication from the pump. The pump was accessed twice to help confirm needle was in the fill port and the result was the same both times. Preservative-free normal saline was injected into the pump and aspirated at intervals in an attempt to help confirm the needle was in the fill port vs. ¿subcu¿, and to see if the stop lock would engage depending on actual reservoir volume. Approximately 10 cc were aspirated, and approximately 9 cc were aspirated; the fluid was clear. The stop lock did not engage. The pump was filled with approximately 8 cc of preservative-free normal saline, and the patient was scheduled for a refill of medication under fluoroscopy/x-ray on (B)(6) 2017. The patient was given a prescription for as needed medication to address pain and symptoms in the interim. The event was scheduled to be resolved on (B)(6) 2017. The patient reported having anterior approach back surgery on (B)(6) 2017. Rods and screws were placed. The patient wondered if the pump was affected during that surgery. The pump appeared to be tilted in the pocket under x-ray on (B)(6) 2017. The pump contained dilaudid [2.0 mg/ml] at a dose of 0.2099 mg/day which had remained the same since at least (B)(6) per the chart record. No further patient complications were reported.